Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers pulley. The idler pulley spun freely but had damages on the surface. The cable segment was sticking out at the instrument's wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon was complaining that the mega suturecut needle driver instrument was not working properly so it was swapped with a large suturecut needle driver instrument. During central processing, the user facility found broken cables on the mega suturecut needle driver instrument during the cleaning process. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.